Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. A cut was found on the bending section cover, and the image guide bundle was stained. In addition to the shaved forceps channel port, other evaluation findings are as follows: water tightness was lost due to a deformed control unit and the cut on the bending section cover; the bending section cover adhesive was detached; the bending angle in the up/down directions did not meet the standard values due to wear of the angle wire; the image guide was scratched; and the universal cord had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that a leak was found from the bronchofiberscope's bending section cover during reprocessing, along with random linings in the image. There was no report of patient harm. The device was returned, evaluated, and the forceps channel port was shaved. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed forceps channel scrape could not be determined, however, it is likely that the issue was due to insertion/retrieval of an endo therapy accessories and/or cleaning brush during user handling/mishandling, and the metal parts of the tool interfered with/scraped the channel port. The event may be detected by following the instructions for use section below: -inspection of the endoscope. Olympus will continue to monitor field performance for this device.